Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is showing autofill failure where drive manifold is suspected to be defective. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. The drive manifold is suspected to be defective. The fse replaced the bimba cylinder and run the machine. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 iabp unit is showing autofill failure when they were going to connect machine on patient. There was no patient harm reported.